Event description:
It was reported that the patient underwent surgery for implant of posterior cervical instrumentation at c3-c7 with laminoplasty. At 1 week post-op, the patient experienced moderate c5 palsy. Patient did not have any additional treatment. Outcome is resolved.

Manufacturer narrative:
(B)(6). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: g6945720 (x6), lot: unknown part: g6900240 (x2), lot: unknown although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.